Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310]. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
It was reported that the procedure was to treat a narrow, heavily calcified, 90% stenosed lesion in the proximal circumflex artery. The nc trek 3.75 x 8 mm was intended to be used for post-dilatation of the lesion. After removing the device from the plastic hoop, resistance was felt upon removal of the protective sheath. When the balloon was to be used it would not inflate after several attempts. Finally the nc trek was removed and the operation was finished. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).evaluation summary:the device returned for analysis. The hypotube was separated distal to the strain relief tubing. Follow-up was performed with the account and they confirmed the device was not returned separated therefore, it is likely due to handling during packaging for return of the device to abbott vascular. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.